Event description:
The pt reported implant pocket soreness. The pt reported that they had bumped the pocket site many times at work. The pt was seen by an advanced bionics representative for device evaluation. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.